Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an acl reconstruction procedure the rigidloop adjustable cortical implant, long, white loop shortening suture broke while being pulled. The breakage occurred while pulling the 25mm graft into the 30mm femoral tunnel. There was a five to ten minute surgical delay as another rigidloop implant was inserted for fixation in the femur. The surgeon would like to know the reasoning for the failure of the implant. Proper storage was maintained for the implant. There was no mismatch of the tunnel, and the graft pulled in with ease. There was no sharp object used with the loop and no damage was caused with any object to the loop.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection confirms that 2 strands of the white suture are broken and frayed. There were no anomalies on the other suture or the anchor. This complaint is confirmed. The complaint suture was taken to a lab and pull tested. The minimum requirement for this type of suture is 50 lbs. Three samples of the suture where tested giving values of: 65.45 lbs, 83.70 lbs and 98.78 lbs. All three samples met the specification. One possible root cause was that the suture could have come in contact with a sharp instrument during the procedure which damaged the suture resulting in it breaking. The fraying found on the returned suture could be an indication of this. A manufacturing record evaluation was performed for the finished device pn 232448 lot l954413, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).